Event description:
It was reported, that during use with bd vacutainer® safety-lok¿ blood collection set. Air bubbles form in the tube thus preventing resulting in a low fill. Patient had to be re-drawn. The following information was provided by the initial reporter: butterfly needle with air bubbles appearing in the tube before blood gets to the hub, or during the transfer without the needle leaving the vein. The air bubble interrupts the flow to where it stops in general, or not much more blood can be obtained.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj. Has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set air bubbles form in the tube thus preventing resulting in a low fill. Patient had to be re-drawn. The following information was provided by the initial reporter: butterfly needle with air bubbles appearing in the tube before blood gets to the hub or during the transfer without the needle leaving the vein. The air bubble interrupts the flow to where it stops in general or not much more blood can be obtained.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-july-20 h.6 investigation summary bd received 5 samples for investigation. The samples were evaluated by visual examination and functional draw testing, each used to draw 10 vacutainer tubes with water, and the indicated failure mode for air bubbles with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the same functional draw testing and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set air bubbles form in the tube thus preventing resulting in a low fill. Patient had to be re-drawn. The following information was provided by the initial reporter: butterfly needle with air bubbles appearing in the tube before blood gets to the hub or during the transfer without the needle leaving the vein. The air bubble interrupts the flow to where it stops in general or not much more blood can be obtained.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.